Event description:
Customer requested an event log review for a reported under infusion of an antibiotic. Customer reported an ed pt was to receive ciprofloxacin 400 mg/200 ml to infuse at 200 ml/hr. The user reported that after an hour, some fluid (quantity not provided) remained in the bag and the remaining fluid had to be infused after the initial hour. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info was provided by the user.

Manufacturer narrative:
(B)(4). The event logs and data set have been received for investigation. A follow up report will be submitted once investigation has been completed. Logs received and log review pending. Affected devices and disposable sets have been sequestered pending log reviews.